Event description:
It was reported that the foley catheter was difficult to deflate during pretest. Currently the water had been drained from the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿inadequate pressure on the machine to punch. Tool wear. Missing preventive maintenance." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to deflate during pretest. Currently the water had been drained from the catheter.